Event description:
It was reported that patient underwent radical gastrectomy for gastric cancer on (B)(6)2024, and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to continue the surgery; the same problem happened. Changed to another one to complete the surgery. There is no report of patient injury. The surgeon refused to use the remaining fifteen sterile products from the same lot. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Investigation summary the product was returned to ethicon for evaluation. The returned product determined that it was received, six unopened samples that pertained to the product code vcp311. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.